Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem reset. There was liquid contamination on the battery board and the q1 current-controlling transistor on the bedside board was internally shorted. The cause for the failure was isolated to the contaminated battery board and defective component. The root cause for the contamination was likely ingress of an unknown liquid. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) to report that the battery charger resets.